Event description:
It was reported that the user experienced a prolonged high glucose after a large pancake breakfast, with CGM displaying ¿HIGH¿ for over 90 minutes followed by a subsequent low; the user treated the low with oral glucose tablets, and the device issue could not be characterized due to insufficient information. Symptoms included hypoglycemia with a lowest blood glucose of 68 mg/dL without reported symptoms. Outcomes included an adverse event requiring medication intervention and were characterized as serious injury/illness/impairment per impact coding. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and the medical device problem and device component could not be determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.